Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: patient was on hfno and cardiac monitor was alarming due to low oxygen saturations. Upon checking hfno mode was running but no air is coming out through the high flow nasal cannula. Checked for any kinks/disconnections in the tube but everything was intact. Hamilton ventilator was not alarming when the patient was not receiving any flow/ air from the machine but hfno mode was simply running". No health consequences or impact. It was also mentioned: found device is overdue service and the air intake filter hasn't been cleaned as outlined in the user manual.

Event description:
The following was reported to hamilton medical ag: patient was on hfno and cardiac monitor was alarming due to low oxygen saturations. Upon checking hfno mode was running but no air is coming out through the high flow nasal cannula. Checked for any kinks/disconnections in the tube but everything was intact. Hamilton ventilator was not alarming when the patient was not receiving any flow/ air from the machine but hfno mode was simply running". No health consequences or impact. It was also mentioned: found device is overdue service and the air intake filter hasn't been cleaned as outlined in the user manual.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 information: investigation outcome: the following was reported to hamilton medical ag: setting up the device and attempting to start high flow therapy no flow was delivered from the device. After rebooting, the device works as expected. Hamilton medical ag has not received the device for investigation. The log files were received. The inspection of the log files at hamilton medic confirmed alerts in the reported alarms. These alerts could not be reproduced by a technician on site. The device functioned as intended. However, it was found that the device was overdue for service/maintenance and the air intake filter has not been cleaned as outlined in the user manual. Based on the information provided, the root-cause cannot be determined.